Event description:
Per the clinic, the patient was hospitalized for bacterial meningitis. More information has been requested but was not available at the time of this report, july 1, 2009.

Manufacturer narrative:
Implanted device remains.